Event description:
Ems personnel were attempting to treat a pt in cardiac arrest. Defibrillation electrodes were applied however the device continuously displayed connect electrodes and would not acknowledge the connection. A back up device was obtained and used to continue treatment to the pt. The pt was not resuscitated. There was no report from the facility that the alleged malfunction caused or contributed to the pt's death.